Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿a fibroglandular breast structure in the left axillary and subclavary area with enlarged lymph nodes¿, ¿chronic or persistent anxiety (dsm-5tr) also this pathology reported by a psychiatric doctor¿, ¿left, small lymph nodes with hypo-hypersensitive echostructure,¿ ¿partly with the presence of silicone material, globular with a diameter of 2 cm, in the axillary and subclavary area, some thickened cortical lymph nodes¿ and ¿in the left axillary extension, some hyperechogenic lymph nodes are confirmed with a comet artifact as a result of the migration of silicone¿, rupture. The reported events lymphadenopathy and anxiety are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient representative reported "massive pain in shoulders, elbows, wrists, finger, cataracts, vitiligo on legs and hands, pain also in lower part of the body". Later healthcare professional reported "left, small lymph nodes with hypo-hypersensitive echostructure, partly with the presence of silicone material, globular with a diameter of 2 cm, in the axillary and subclavary area, some thickened cortical lymph nodes, in the left axillary extension, some hyperechogenic lymph nodes are confirmed with a comet artifact as a result of the migration of silicone, a fibroglandular breast structure in the left axillary and subclavary area with enlarged lymph nodes, chronic or persistent anxiety, isolated dystrophic calcifications, lymph node findings in the axillary cavities with characteristics of high glucose metabolism, findings at levels of large joints and high glycemic metabolism of a phlogistic nature, lymph nodes with sinus histiocytosis and chronic lymphadenitis, giant-cellular imprint with histioagocytosis phenomena of likely reactive origin and selective bilateral axillary lymphadenectomy " . This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a.

Event description:
Patient representative reported "massive pain in shoulders, elbows, wrists, finger, cataracts, vitiligo on legs and hands, pain also in lower part of the body". Later healthcare professional reported "left, small lymph nodes with hypo-hypersensitive echostructure, partly with the presence of silicone material, globular with a diameter of 2 cm, in the axillary and subclavary area, some thickened cortical lymph nodes, in the left axillary extension, some hyperechogenic lymph nodes are confirmed with a comet artifact as a result of the migration of silicone, a fibroglandular breast structure in the left axillary and subclavary area with enlarged lymph nodes, chronic or persistent anxiety, isolated dystrophic calcifications, lymph node findings in the axillary cavities with characteristics of high glucose metabolism, findings at levels of large joints and high glycemic metabolism of a phlogistic nature, lymph nodes with sinus histiocytosis and chronic lymphadenitis, giant-cellular imprint with histioagocytosis phenomena of likely reactive origin and selective bilateral axillary lymphadenectomy". This record is for the left side. Device has been explanted.